Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the keypad buttons had tactile issues and there was contamination under all the button contacts. This report is made based on the results of investigation completed on 06/05/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim verify screen with pinkish contrast. The auditory and vibratory features were operational. The keypad cover was intact while the contrast button was unresponsive and the remaining buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. (B)(6).